Event description:
This case reported by a health care professional, concerns a male patient with a history of chronic graft versus host disease (gvhd). The process for pediatric patient's white blood cells (buffy coat) are collected on one instrument and the photopheresis therapy occurs on the therakos (xts) instrument, as such the patient is not attached to the xts instrument. On the event date, this patient's buffy coat had been collected on a cobe spectra instrument. The buffy coat (150 cc buffy coat and plasma) was pumped into the centrifuge bowl of the xts instrument for the xts 125 procedural kit. A bag (300 cc) of donor packed red blood cells (prbcs) was used to push the buffy coat out of the centrifuge bowl where and it was then to be collected in the photoactivation bag. After about 30 cc of donor prbcs was pumped into the centrifuge bowl (125 cc) at the start of cycle 1, there was a loud popping sound and some of the buffy coat and donor cells sprayed about 2 feet up and about 3 feet to the right of the instrument. The base of the centrifuge bowl had suddenly separated from the bowl body. The rest of the contents of the bowl leaked into the centrifuge, which then filled the drain bag and caused a blood leak alarm. All the fluids (buffy coat and donor prcbs) were discarded. As blood was found outside the instrument, the incidence was considered a potential health biohazard to the operator. Therakos sent a notification to all user facilities regarding implementation of biohazard precautions.

Manufacturer narrative:
Investigation description: the centrifuge bowl base separated from the centriguge bowl body. The area where the base is welded to the bowl body remained intact. This is a failure of the molded bowl base part. Therakos has received reports of this problem at approximately 0.033% defect rate. An "important product notification" has been issued by therakos warning the health care proffesional to follow universal biohzarad safety precautions. FDA has been notified. Therakos has offered to exchange inventory at customer request. A test has been developed that can detect this defect and it is in use to evaluate finished goods as well as work in process xt-125 procedural kits and work in process centrifuge bowls.